Event description:
The manufacturer received information alleging a ventilator's airflow delivery was decreased. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's overhead blower filter was found to be clogged. The device's overhead blower filter was replaced to address the issue.